Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred before use with a bd 1 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: "our institution uses the bd luer-lok tip syringes for our sterile medication preparation. We carry a multitude of syringe sizes, but during the past year, we have noticed some manufacturing issues with the 1 ml syringes. Occasionally, these syringes will have "curved" or "slanted" increment markings, or they may have some of the increment markings missing (appearing to be rubbed off) on the syringe. These mismarking have led to product waste, as we must dispose of these syringes since they are unsafe to use for patient administration. I am not sure if this issue has affected other customers, but since this has occurred a few times at our hospital over the last year, I would suspect other institutions are similarly affected. I wanted to bring this issue to your attention so that it can be addressed and hopefully mitigated."

Manufacturer narrative:
Investigation: three photos were received and evaluated. Two photos displayed the same loose 1ml syringe with a rolled scale that is twisted halfway around the barrel. There is also grad lines missing between the 0.6ml and 0.8ml markings. One photo shows the top web of a blister pack of an unknown batch. A batch number is required for a more thorough investigation. Potential root cause for the rolled scale defect is associated with the marking process. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that scale marking error occurred before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "our institution uses the bd luer-lok tip syringes for our sterile medication preparation. We carry a multitude of syringe sizes, but during the past year, we have noticed some manufacturing issues with the 1 ml syringes. Occasionally, these syringes will have "curved" or "slanted" increment markings, or they may have some of the increment markings missing (appearing to be rubbed off) on the syringe. These mismarkings have led to product waste, as we must dispose of these syringes since they are unsafe to use for patient administration. I am not sure if this issue has affected other customers, but since this has occurred a few times at our hospital over the last year, I would suspect other institutions are similarly affected. I wanted to bring this issue to your attention so that it can be addressed and hopefully mitigated."

Manufacturer narrative:
The correction is as follows: additional PMA / 510(k)#: k941562.

Event description:
It was reported that scale marking error occurred before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "our institution uses the bd luer-lok tip syringes for our sterile medication preparation. We carry a multitude of syringe sizes, but during the past year, we have noticed some manufacturing issues with the 1 ml syringes. Occasionally, these syringes will have "curved" or "slanted" increment markings, or they may have some of the increment markings missing (appearing to be rubbed off) on the syringe. These mismarkings have led to product waste, as we must dispose of these syringes since they are unsafe to use for patient administration. I am not sure if this issue has affected other customers, but since this has occurred a few times at our hospital over the last year, I would suspect other institutions are similarly affected. I wanted to bring this issue to your attention so that it can be addressed and hopefully mitigated."